Manufacturer narrative:
Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trend

Event description:
Materials#: 305915 batch#: unknown it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "as writer attempted to depress plunger of syringe to administer men-c vaccine at right deltoid, vaccine forcefully squirted out of hub between syringe and needle and was also observed to be dripping down client's arm. Blocked needle?" Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024 site name/location: (B)(6). Level of harm: minimal harm ahs optional report to cmdsnet (health canada): incident details: as writer attempted to depress plunger of syringe to administer men-c vaccine at right deltoid, vaccine forcefully squirted out of hub between syringe and needle, and was also observed to be dripping down client's arm. Blocked needle? As such, dose received was unknown and dose had to be repeated with 2nd poke. Impact of incident: dose had to be repeated and therefore extra poke with additional discomfort for child. Who was affected? Patient device information device name/description: needle hypodermic safety 21ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305915 serial or lot number: unknown device expiry date (yyyy-mm-dd): unknown supplier: medline canada corporation supplier catalogue number: 308-305915 was the device retained? No.